Manufacturer narrative:
(B)(4). Foreign, (B)(6). Concomitant medical products: 00588001402 femoral component option for cemented use only size d right. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04972. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a revision of bearing due to unknown reason. Upon surgery, it was noted that the axis pin that connected femur and bearing was loose.

Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04972 - 1. Reported event was unable to be confirmed due to limited information received from the customer. Therefore the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The articular surface and femoral component were confirmed to be compatible per the nexgen product profiler; however, the compatibility of the other components used could not be confirmed as the product information is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : not returned

Event description:
No further event information available at the time of this report.